Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) in use, the staff experience consistent helium loss alarms. The volume on the iab was reduced to 36cc, but the alarm continued. There was no blood noted in the tubing. A leak test was performed. The pump passed the leak test, but the catheter failed. As a result, the clinical support specialist (css) recommended that the iab be removed. The md came in and removed the iab and a second iab was used. Patient was achieving goals of therapy. There was a report of delay in therapy. There was no report of patient complication or serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) in use, the staff experience consistent helium loss alarms. The volume on the iab was reduced to 36cc, but the alarm continued. There was no blood noted in the tubing. A leak test was performed. The pump passed the leak test, but the catheter failed. As a result, the clinical support specialist (css) recommended that the iab be removed. The md came in and removed the iab and a second iab was used. Patient was achieving goals of therapy. There was a report of delay in therapy. There was no report of patient complication or serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed based on the customer pictures provided with the complaint report. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing and the inflation driveline tubing. No other leaks were detected. It is possible that the small external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the cause.